Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead was admitted to the emergency room due to dizziness and syncope. The lead exhibited elevated thresholds and intermittent loss of capture for this pacemaker dependant patient. It was noted that all other lead measurements were stable and there was no evidence of noise. A lead revision was subsequently performed and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
Additional information was provided that the lead was explanted and was later returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed 103 millimeters (mm) from the terminal pin; only the proximal segment was returned. The polyurethane insulation was in two pieces, and it appeared to have been cut and then torn around the circumference, 71 mm from the terminal pin. There was a gap between the insulation segments where the conductor coils were exposed. There was also a cut in the proximal insulation section extending from the insulation edge. The conductor coils also appeared to be cut. Dried bodily fluid was noted on the exposed coils between the insulation segments. Resistance testing was completed to assess lead electrical performance of the returned lead segment. Measurements throughout the testing were within normal limits. No further testing was completed. Laboratory testing was unable to reproduce the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.